Event description:
The customer reported that there was a fluid leak of unknown volume from the blood sampling valve (bsv) on the lh500. The leak was contained within the analyzer. There was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous patient results were associated with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found a diluent leak from the bsv. He tightened the bsv knob and reattached tubing at port 6, 10 and15. There was no further leak observed. Upon recur, the failure mode identified could impact all result parameters due to incomplete aspiration from the bsv knob's failure to rotate. (B)(4).